Event description:
Baxter brazil reports 15 incidents of a leak in the arterial blood line tubing. All incidents noted prior to patient use. No patient injury or medical intervention required per baxter brazil.